Manufacturer narrative:
The forceps cev525 was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. According to the customer, there is a hole in the sheathing. The inspection of the received device does not confirm this defect. There are little impacts on the sheathing however this defect cannot explain the formation of an electrical arc. Root cause - the investigation does not confirm the reported defect. As the received device is not an active device, the reported event is probably due to contact with an electrical device. The defect observed on the received device are due to the repetitive uses and reprocessing. No further investigation is required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2523190-2021-00136: a facility reported that during laparoscopic gallbladder surgery, a second forceps cev525 with yellow clip was pierced. There was an electric arc in the patient's stomach. The event did not lead to significant increase of surgery time. No additional information was provided.